Event description:
Event occurred at (B)(6) hospital and is being voluntarily reported by skytron. Facility reported that the back section release lever failed and caused the back section of the table to fall while the table was in use with a davinci surgical robot.

Manufacturer narrative:
Facility reported that the back section release lever failed and caused the back section of the table to fall while the table was in use with a davinci surgical robot. During inspection and staff interviews, it was noted that the table had been put in extreme trendelenburg position which caused the tables back section to collide with the floor. The pt was given a battery of tests with no injuries noted. The facility did not heed the warnings in the operator's manual.